Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the subject device had image jerking and dark frames appearing when the strobe light is turned on. The intended laryngostroboscopic procedure was not completed there were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6. A regional repair center field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. Image jerking and dark frames appearing when the strobe light is turned on. The subject device will not be sent back to olympus for further evaluation and repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.